Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported patient seeking medical attention through video call with the healthcare provider and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone17.3 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention through a video call with a healthcare provider (hcp) for 15 minutes with hyperglycemia. The patient's blood glucose level reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the pod's cannula was properly seated in the infusion site (hip/buttocks). When the pod was removed, there was redness at the infusion site. Symptoms reported include the patient feeling disoriented, very hungry, not feeling well and having frequent urination. Through the video call, the patient was diagnosed with hyperglycemia and was only advised to either go to an emergency room or have the pod removed. As treatment, the patient changed their own pod out.